Event description:
The manufacturer specific tubing has a built in adapter present. If that product is not seated properly, a notification on the insufflation machine will indicate ¿tube set not connected¿. The insufflation machine does have an adapter that allows for 3rd party insufflation tubing to be used. This adapter if not seated properly does not appear to trigger the ¿tube set not connected¿ alarm. Since this is the case, an improper seal may occur and the insufflation machine has the potential to insufflate to higher than desired pressure. Patient experienced respiratory issues and procedure was aborted.